Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a communication failure. A field service engineer reseated the network cable and the outlet at the unit and later confirmed that the unit was communicating and syncing with the network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device was not communicating. All orders had to be pulled using override, and patient lists were not displayed. User rebooted the station twice, but issue didn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.